Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400+ mg/dl. The customer reported having difficulty with the 630g insulin pump. The customer reported low and high blood glucose levels of 50 mg/dl, 70 mg/dl, 250 mg/dl, 350 mg/dl and 400 mg/dl. The customer had no symptoms. The customer treated for the high blood glucose level with manual injection. The customer¿s current blood glucose level was 320 mg/dl. During troubleshooting the insulin pump alarmed insulin flow blocked. The insulin pump will not be returned for analysis.